Manufacturer narrative:
This report is submitted on august 21, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and a loss of connection to the internal device following a head trauma. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. Explant and reimplantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted september 11, 2019.

Event description:
The device was explanted due to a loss of function after a reported head trauma. Dents were observed in the stimulator casing and communication to the device could not be established during analysis. X-ray revealed cracks in the electronic assembly consistent with impact failure.

Manufacturer narrative:
This report is filed on february 22, 2020. (B)(4).